Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was not determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Updated product problem (b1) after evaluation of returned product. Added d3 manufacturer fax was omitted during initial report.

Manufacturer narrative:
D4 revised investigation opened against the introducer MFR 1220648-2026-07390

Event description:
An impella cp device was inserted via the right femoral artery in a 77-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During pci via right radial artery, the patient coded and required chest compressions, prompting the decision to place an impella. Right femoral artery access was obtained, a short 14 fr sheath was advanced into the arteriotomy, and the impella was inserted per IFU. The impella could not advance past the iliac bifurcation. The physician removed the impella, switched to a long 14 fr sheath, and performed balloon angioplasty to try to expand the vessel. Another attempt was made to insert the impella over the wire, but it still could not advance past the iliac bifurcation despite adequate vessel size, so the physician aborted impella placement. Other contributing factor included peripheral arterial disease (pad). The device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.